Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated the 8mm harmonic ace instrument was not in an instrument collision. The chief surgeon also did not use other instruments to clean the adhered tissues on this harmonic ace. First, the excitation platform of the harmonic ace reported an error: a reminder of "reduce tip pressure" was shown. When this instrument was removed from the operating room, it was not completely fractured. The tip end detached due to jolting during transportation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.